Event description:
It was reported the pt experienced unintended abdominal stimulation. The pt is not receiving effective stimulation due to issues during a prior procedure, reference 1627487-2013-12894. The physician explanted and replaced the remaining lead. It was reported the pt was reprogrammed with effective stimulation and the unintended stimulation issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.